Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the implant procedure, the patient was experiencing pain and swelling in the ankle. The patient underwent an ipg replacement procedure.